Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger. Sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); unegiatri, unknown egia tri staple (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectum resection procedure, the user was able to perform the opening and closing of the jaws during clamp test. After that, the jaws did not close tightly, and the insertion into the port could not be done. To resolve the issue, a manual handle was then used with the same reload. The power handle was returned to the charger, charging could be done. However, when removed from the charger, the handle did not activate. The screen remained black. When another handle was set up on the charger, it could be charged without any problem. It was noted that the adapter worked with another handle. There was no patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there were no observed visual abnormalities. Functional testing found that the handle was placed on a charger to attempt to charge. After removing the handle from the charger, the handle did not initialize. The information stored directly on the battery integrated circuit was accessed. This showed the voltage imbalance at rest (vimr) bit was tripped, permanently disabling the battery. Analysis of the extracted battery data showed a difference between the cell voltages. Analysis of the data saved to the system did not indicate that the jaws of the attached reload could not close completely. It was noted that the handle had 168 of 300 procedures remaining. It was reported that the jaws would not close completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the handle did not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.